Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 24-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for contraception: condoms from 2003 to (B)(6) 2007. Concurrent conditions included benign female reproductive tract neoplasm, neuroma and morbid obesity. Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen and medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea (cramping)"), menorrhagia ("abnormal / heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). In (B)(6) 2017, the patient experienced urinary retention ("urinary retention"). In (B)(6) 2017, the patient experienced self esteem decreased ("lowered self esteem") and loss of libido ("loss libido"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain / cramping"), dyspareunia ("pain during intercourse"), depression ("depression") and abdominal pain ("pain abdomen"). The patient was treated with vicodin (lorcet), sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage and abdominal pain had resolved, the depression, self esteem decreased, loss of libido and urinary retention outcome was unknown and the headache and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, migraine, pelvic pain, self esteem decreased, urinary retention and vaginal haemorrhage to be related to essure. The reporter commented: following the hysterectomy removal surgery, her symptoms have mostly resolved. Essure loaded and inserted x 2 with good placement. Patient tolerated well. Plaintiff being convinced that the essure implants are the cause of her pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Ultrasound and CT of the abdomen and pelvis all of which have been normal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received . Patient demographics were added. Updated suspect drug indication. Treatment drug added. Events lowered self esteem, loss libido and urinary retention added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("pain during intercourse") and depression ("depression"). The patient was treated with surgery (hysterectomy to effectuate removal of her essure was done on (B)(6) 2009). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia and depression outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia and depression to be related to essure. The reporter commented: following the hysterectomy removal surgery, her symptoms have mostly resolved. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove micro-inserts around 3 months after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 24-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for contraception: condoms from 2003 to november 2007. Concurrent conditions included cyst and neuroma. Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen and medroxyprogesterone (depo provera) from october 2008 to january 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal / heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain / cramping"), dyspareunia ("pain during intercourse"), depression ("depression") and abdominal pain ("pain abdomen"). The patient was treated with vicodin (lorcet) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage and abdominal pain had resolved, the depression outcome was unknown and the headache and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: following the hysterectomy removal surgery, her symptoms have mostly resolved. Essure loaded and inserted x 2 with good placement. Patient tolerated well. Plaintiff being convinced that the essure implants are the cause of her pain. Diagnostic results: ultrasound and CT of the abdomen and pelvis all of which have been normal. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: vaginal haemorrhage, migraine, headache, abdominal pain, device monitoring procedure not performed were added. Reporter, patient demographic information, other relevant history and previously reported event ¿dysmenorrhoea, pelvic pain, menorrhagia and pain during intercourse ¿ outcome updated. Product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 24-year-old female patient who had essure (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for contraception: condoms from 2003 to (B)(6) 2007. Concurrent conditions included benign female reproductive tract neoplasm, neuroma and obesity. Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen and medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea (cramping)"), menorrhagia ("abnormal / heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). In (B)(6) 2017, the patient experienced urinary retention ("urinary retention"). In (B)(6) 2017, the patient experienced self esteem decreased ("lowered self esteem") and loss of libido ("loss libido"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain / cramping"), dyspareunia ("pain during intercourse"), depression ("depression") and abdominal pain ("pain abdomen"). The patient was treated with vicodin (lorcet), sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage and abdominal pain had resolved, the depression, self esteem decreased, loss of libido and urinary retention outcome was unknown and the headache and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, migraine, pelvic pain, self esteem decreased, urinary retention and vaginal haemorrhage to be related to essure. The reporter commented: following the hysterectomy removal surgery, her symptoms have mostly resolved. Essure loaded and inserted x 2 with good placement. Patient tolerated well. Plaintiff being convinced that the essure implants are the cause of her pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Ultrasound and CT of the abdomen and pelvis all of which have been normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove micro-inserts around 3 months after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.